Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary unable to access medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user had not been assigned a role on the pyxis server. Aa technical support specialist verified the users access on the pyxis server and confirmed that no role was assigned. The specialist advised the customer to contact the pharmacy and request the pyxis administrator to assign an appropriate role and link the user to the ed area. Once completed, the user would be able to access the unit and retrieve medication for patients. The specialist clarified that they did not have the rights to assign roles or areas and suggested forwarding the instructions to the manager or pyxis administrator for action. Local technician gave permission to close the case. The system functioned as intended after the technical support specialist investigated the issue.